Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced "thumping in chest" and presented in clinic. Upon interrogation, the device was in backup mode due to event queue overflow. The device was reset and the unipolar pacing stimulation that the patient felt was resolved. The patient was in stable condition.